Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer is concern about insulin pump functioning properly, however he thinks is delivery insulin properly. Customer also reported failed battery alarm when changing the batter. Customer confirmed the pump could have been dropped while sleeping and sometimes bumped. The customer will return device for analysis. The customer's blood glucose was 80mg/dl.

Manufacturer narrative:
The insulin pump monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, broken battery tube threads and broken reservoir tube lip.